Event description:
A company representative reported that a 29-year-old female patient received delivery of a dental appliance on (B)(6) 2026. On (B)(6) 2026, the patient reported that they experienced the following on (B)(6) 2026: the tray was rubbing against her gum line, causing severe pain and bleeding mostly on the upper left side of the gum line of the molar area, but also uncomfortable on the right side of the molar area. No patient permanent injury was reported and the patient discontinued use of the device on (B)(6) 2026. No additional medical or surgical procedures were required. It is unknown whether the appliance was replaced as well as if the cleaning and storage instructions were followed. The company representative's office is located in (B)(6).

Manufacturer narrative:
Office does not document race/ethnicity data. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the conclusion. Manufacturer internal reference number: (B)(4).